Manufacturer narrative:
"Analized" production records, "perfomed" historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physical therapist reported that patient presented with red swollen finger at 2 weeks post operative and physician prescribed oral antibiotics.